Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after stopping pd treatment. The patient said there were 3 airs detected in cassette warnings and also a draining slowly message during drain 2 of 4 of pd treatment. When patient stopped treatment and opened the cassette door fluid was seen. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette; fluid leaked from inside the cassette door. Patient was advised to let the inside of the cycler air dry before attempting another treatment. In a follow-up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse effects. The patient let the cycler air dry and has been using it since with no further problems. The cycler set is not available to return as a sample.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after stopping pd treatment. The patient said there were 3 air detected in cassette warnings and also a draining slowly message during drain 2 of 4 of pd treatment. When patient stopped treatment and opened the cassette door fluid was seen. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette; fluid leaked from inside the cassette door. Patient was advised to let the inside of the cycler air dry before attempting another treatment. In a follow-up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse effects. The patient let the cycler air dry and has been using it since with no further problems. The cycler set is not available to return as a sample.